Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was implanted with an implantable cardioverter defibrillator (ICD) system on friday, (B)(6) 2025, in the late afternoon, without any atrial oversensing on the right ventricular (rv) rate electrogram (egm) at implantation. From the night of (B)(6) until the end of the day on (B)(6) several episodes of rv pacing inhibition occurred. Several attempts were made to decrease rv sensitivity in front of the patient (down to setting it to cag 0.1), but it was impossible to visualize any episodes in real time. No lead displacement was observed on x-rays. Technical services (ts) was consulted, and a revision procedure was recommended. Subsequently, this patient underwent a revision procedure, and their rv lead was repositioned without incident. Besides intervention, there were no other adverse patient effects reported.